Event description:
This spontaneous report received from a pt concerns a (B)(6) year-old female from the united states: (B)(4) the pt's medical history and concurrent conditions included: drinks alcohol (1 wine weekly) and non smoker. The pt's weight was 105 pounds and height was 60 inches. The pt had previously experienced allergies when taking sulfa drugs. Other medical history included no known allergies and no drug abuse/illicit drug use. The pt began using ortho all-flex arcing spring diaphragm (silicone) in (B)(6) 2010. Concomitant medications were not reported. The pt reported that since she began using the diaphragm in (B)(6) 2010, she has been experiencing "several bladder infections." She also stated that she has been prescribed an unspecified antibiotic for treatment. The pt is still using the diaphragm. The pt outcome was unk for the bladder infections. This report was serious (medically significant).